Manufacturer narrative:
Investigation findings: the device has been received for evaluation, however, the evaluation is still in process. A follow-up report will be submitted with the investigation findings. This is the first report of this failure mode for this device.

Event description:
It was reported that during use of this sheath in a wrist arthroscopy procedure, metal shavings were observed in the joint. The surgeon flushed the shavings, however, it is unk if all metal shavings were removed from the joint. There was no report of pt injury with this event.